Manufacturer narrative:
(B)(4).

Event description:
An adult patient was undergoing a six hour therapeutic plasma exchange (tpe) treatment on a prismaflex machine. Several hours into the treatment, the patient developed an anaphylactic reaction with circulatory instability, anuria, severe arrhythmia and acidosis. Tpe was discontinued and the patient was treated for the anaphylactic reaction along with antibiotics, and vasopressor. The treatment mode was changed to continuous veno-venous hemodifiltration (cvvhdf) for a few hours. The patient stabilized by the following day with good diuresis, normal ph and the norepinephrine was discontinued. There is no indication of any malfunction and the machine continues to be used. A clinical specialist went to the site to investigate the situation. The supervising physician confirmed after consultation with the nurse involved that the pbp bag and the human albumin were set up incorrectly. Retraining was scheduled for the nurses.